Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the reservoir had air bubble anomaly and o ring was possible leaks. Customer¿s blood glucose level was unknown. Customer stated that the bubbles in the tubing and then fill the tubing and remove the reservoirs. Customer stated that the approximate size of air bubbles was small and larger. Customer also stated that the air bubbles during therapy. Troubleshooting was performed. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill test to reservoir per dop114-811. No air bubbles and no leak were observed during analysis. Checked o-rings groove for defects and none were found. Also ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak.